Event description:
It was reported that on (B)(6) 2022 the subject flow diverter was implanted successfully in a patient. Post procedure on (B)(6) 2022 patient was suffering from blurred vision/floaties and hypertension, complaint of headache, visual scotoma, no imaging to support diagnosis of panic attack (somatization). Thought to be associated with aneurysm, but just a panic attack. It was assessed that the panic attack was related to the study procedure, the study device (subject flow diverter), an underlying condition or disease. The panic attack resolved on (B)(6) 2022.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that on (B)(6) 2022 the subject flow diverter was implanted successfully in a patient. Post procedure on 1-sep-2022 patient was suffering from blurred vision/floaties and hypertension, complaint of headache, visual scotoma, no imaging to support diagnosis of panic attack (somatization). Thought to be associated with aneurysm, but just a panic attack. It was assessed that the panic attack was related to the study procedure, the study device (subject flow diverter), an underlying condition or disease. The panic attack resolved on 2-sep-2022.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the subject device was implanted successfully with no device deficiencies noted and balloon was used ensure apposition of the stent to the parent vessel wall, which is routine clinical practice in fds procedures. Implantation status was that the implanted, completely covered aneurysm neck. Per site reporting in the edc the 'panic attack' was resolved in one day, which is the only ae noted in this subject . Additionally, imr (independent medical review) commented of the headache and visual symptoms as ¿ ¿ diagnosis of panic attack (somatization)¿. No treatment was initiated to resolve blurred vision/floaties and complaint of headache. An assignable cause of 'anticipated procedural complication' will be assigned to the reported ¿patient neurological deficit¿ and 'patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.